Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was unable to establish telemetry upon receipt. Device cut open revealed device battery voltage was at end of life (eol). A longevity calculation was performed and found the battery depletion was premature. Current was monitored for an extensive period and no high current drain was noted on hybrid. Analysis after a new battery was installed showed normal device characteristics, which is consistent with a hardware latch-up condition issue having occurred that depleted the battery prematurely. Further analysis performed on the battery by manufacturer found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the insertable cardiac monitor (icm) exhibited premature discharge of battery. The icm was explanted and replaced. The patient was in stable condition.